Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the fractured corail previous surgery attempted to removed a distally podded corail-could not remove after removing bone proximaly-implanted bone enhancing product to induce proximal growth-stem then went on to fix due to "wind shield wiper" small window to remove distal piece after small femur fracture hip acd's. There was loosening of the proximal stem. There was a surgical delay of 1 hour. Doi: unknown. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.